Manufacturer narrative:
Batch review performed on 19 april 2024. Lot 2116900: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years after the primary, the patient describes a feeling of instability especially when going down the stairs. No pain reported. The surgeon notes a knee laxity in flexion and extention, he decided to revise the liner (10 mm to 14 mm).